Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The issue was reproduced on site by a sorin group field service representative and a broken pump knob was identified and replaced. No further issues have been reported by the facility. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. There is no trend for this kind of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that one of the pump heads of the sorin s3 console did not rotate during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative reproduced the reported issue and identified the pump knob to have a broken finger. The knob was replaced and subsequent testing found no further issues. The device was returned to service. The investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that one of the pump heads of the sorin s3 console did not rotate during a procedure. There was no report of patient injury.